Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a latch handle that was broken; this condition had the potential to interrupt delivery. This condition was found in a nursing home. It is unknown when this event occurred. This device is also being sent in for a final rental return. There was no report of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken latch handle was not confirmed or reproduced by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. The pump was not repaired at this time because the device has been removed from service. The device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of "latch handle that was broken." A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.